Event description:
Same as manufacturing number 6000093-2004-01117. It was reported that during a coronary drug eluting stenting treatment procedure two stents were unable to be implanted. The target vessel was the 2.5mm diameter circumflex artery which was described as nontortuous, calcified, and 80% stenotic. The vessel had been predilated with a balloon, unk size or manufacturer. A taxus express2 2.5 x 20mm drug eluting stent could not "negotiate" the calcified diagonal artery. A taxus express2 2.5 x 24mm drug eluting stent was also unsuccessful. The procedure was completed with a non drug coated stent. No pt complications were reported. The pt's condition was reported as satisfactory/good.